Event description:
It was reported to philips that the heartstart xl defibrillator could not discharge. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.